Event description:
On may 2, 2008 resmed received a complaint via our website and the pt claimed that our quattro mask left a deep wound on the bridge of his nose. Pt also provided pictures of the injury.

Manufacturer narrative:
Mask was evaluated by resmed corp. And no problems were identified. Mask was sent to resmed design and manufacturing facility for further investigation.